Event description:
It was reported that during a laparoscopic colon resection, the active blade broke after a short period of time. A like device was used to complete the procedure. There was no pt consequence.